Event description:
Additional information was received that the patient's usual type of seizure was a grand mal. They did not think that the patient was having an increase in seizures. It was unknown if the patient had a seizure as she has pseudo seizures. The patient was non compliant with her medications and had not been taking any. Her medication levels were not able to be measured as so low and the site felt could be related to that. Her vns was checked at their recent visit and all settings were as expected and diagnostics within normal limits. They did not think the vns would affect computers.

Manufacturer narrative:
Type of report corrected data; omitted on initial report, 30 day report.

Event description:
A vns patient called and reported that she recently had a big grand mal seizure and went to the hospital where her medications were increased. The patient also mentioned that her doctor turned her vns down about a month ago because she was taking a computer class and they did not want the computers to interfere with the vns. Good faith attempts have been made and no further information about the reported events has been attained.